Manufacturer narrative:
The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. A review of the (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. As received, an injection cap/needless connector (not supplied by angiodynamics) was returned, unattached, with the catheter. The female luer lock component of the purple valve on the PICC was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). (B)(4).

Event description:
As reported by angiodynamics' distribution in the (B)(6), an indwelling PICC device had to be removed due to a crack in the valved hub luer. No pt injury or complications were reported. The used PICC has been returned to angiodynamics for eval.